Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, it was not possible to advance the steerable guide catheter (sgc) due to the patients anatomy of a curved femoral vein and a significant amount of ligaments. The sgc was damaged and removed from the patient. A replacement sgc was selected and a mitraclip was implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported deformed sgc soft tip was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported deformed sgc soft tip appears to be related to challenging patient anatomy (curved femoral vein surrounded by abundant ligaments). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, it was not possible to advance the steerable guide catheter (sgc) due to the patients anatomy of a curved femoral vein and a significant amount of ligaments. The sgc was damaged and removed from the patient. A replacement sgc was selected and a mitraclip was implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.